Event description:
A malfunction alarm was reported, identified by malfunction code malf 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned.